Event description:
A user facility returned the olympus asset high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed, average integrated flow rate is not accurate due to a defective 1st regulator. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, the following evaluation findings were observed: automatic smoke evacuation function was not working properly due to a defective diode (cr) board, one damper was found damaged, front panel was found broken, and the flat cable was corroded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter name and address: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective regulator could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Store the equipment at room temperature in the horizontal position in a clean, dry and stable location.¿ olympus will continue to monitor field performance for this device.